Event description:
The customer reported the panorama central station froze and displayed an error message, which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the system. Corrections included replacement of the system's power supply, processor cooling assembly, and clearing the system's error logs. The system was rebooted. It functioned normally and was returned to use.